Manufacturer narrative:
Service order, (B)(4), was completed. The service technician cleaned the instrument and performed successful system checkout procedure. The kit and photographs were returned for analysis. Review of the smart card data confirmed the reported occurrence of red blood cell pump alarms and system pressure alarms reported by the customer, as well as alarm #7: blood leak (centrifuge chamber?) And alarm #16: collect pressure. Review of the kit components and photographs found the upper drive tube bearing stop had delaminated from the drive tube shaft causing damage to the components and ultimately a blood leak. The root cause of the delaminated bearing stop could not be determined. Review of the device history record did not identify any related nonconformances. However, corrective actions have already been initiated to address potential causes of drive tube delamination. (B)(4).

Manufacturer narrative:
The system was used for treatment. A review of kit lot d324 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break, alarm #45: red blood cell pump alarm, alarm #18: system pressure. No trends were detected. However, a corrective and preventive action has already been initiated for complaint category, drive tube leak/break. Feedback from service order, (B)(4), is not yet available. Analysis of the returned kit is still in progress at the time of this report. A supplemental report will be filed when the service order feedback and analysis of the returned product is complete. (B)(4).

Event description:
Customer called to report blood leak in the centrifuge at 1314ml whole blood processed. Earlier in the treatment, customer received red blood cell pump alarm due to low interface. Customer reported patient has high bilirubin and she had started the treatment with bowl optic sensor (bos) threshold set for 100. After red cell pump alarm, customer lowered the bos threshold to 90. Customer reported receiving additional red cell pump alarms with high interface. Customer went to buffy coat collection early. Customer stated she never altered any of the kit components inside the centrifuge during the treatment. Customer stated after the first phase of buffy coat collection, instrument gave system pressure alarm. Customer checked the centrifuge and noted blood leak. No other alarms reported. Customer aborted the treatment. Service order, (B)(4), was generated. The kit and pictures were returned for investigation.